Event description:
It was reported by the customer that a bd pyxis¿ medflex 2000 item not showing on patient list. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not showing up on patient profile. A technical support specialist checked myqlink and found that the database was not synchronized with the cabinet. The tss remotely accessed the system, opened aspsync, changed the ws to ws2, restarted the service, and refreshed the connection. Remotely accessed both facilities and checked aspsync; no pending data was found and confirmed with the customer that the other two facilities were synchronizing properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 2000 item not showing on patient list. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not showing up on patient profile. A technical support specialist checked myqlink and found that the database was not synchronized with the cabinet. The tss remotely accessed the system, opened aspsync, changed the ws to ws2, restarted the service, and refreshed the connection. Remotely accessed both facilities and checked aspsync; no pending data was found and confirmed with the customer that the other two facilities were syncing properly. The system functioned as intended after the technical support specialist troubleshot the device.